Manufacturer narrative:
According to the customer, quality controls were within range. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number was 83672601, with an expiration date of 31-jul-2025. The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined that rinse mechanism vacuum tubing was worn. The tubing was replaced. Precision studies were performed and recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable test results for approximately 6 patient samples tested for multiple analytes on a cobas 6000 c (501) module. The customer provided data for one patient sample with discrepant results for the cobas integra creatinine plus ver.2 assay and a second patient sample with discrepant na electrode results. The first patient sample initially resulted in a creatinine value of 9.80 mg/dl. A doctor questioned the result, so the sample was repeated on a second analyzer, resulting in a value of 1.06 mg/dl. The repeat value was deemed correct. The second patient sample initially resulted in a na value of 176 mmol/l. The customer noticed the value was critical, so they decided to repeat the sample. The sample was repeated on a second analyzer, resulting in a value of 137 mmol/l. The repeat value was deemed correct.